Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event without the product to examine. It was noted the product was implanted for approximately 14-years prior to revision. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address arthrofibrosis, poor range of motion. Removed cr femoral component, took more distal femur, converted to ps femoral component.